Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received an inappropriate therapy from their implantable cardioverter defibrillator (ICD) when it detected an atrial tachycardia with rapid ventricular response (at w/rvr) as a ventricular tachycardia (vt) event. Additionally, it was noted that the right atrial (ra) lead displayed intermittent undersensing of p-waves. Follow up was conducted with the company field representative. No reprogramming was completed at this time and the ICD and lead remain in use. No further patient complications have been reported as a result of this event.